Event description:
As reported - one of the stabilizer feet came loose from the barrel during the procedure. Stabilizer was removed and a replacement device was used to complete the procedure. There was no patient harm reported resulting from this complaint.

Manufacturer narrative:
Reviewed the lot history file for f209016. The work order was for a lot of 5 stabilizers (sto-3bc4s). All required paperwork was present in the file documenting that the stabilizers were manufactured, tested, and inspected per procedure. All units passed the required inspections. The process of attaching the feet to the foot adapters is covered in map-130 (section 4.0). The two-part epoxy mixing, usage and dry time was properly documented using form 123 stabilizer in-process testing and packaging log. The 100% foot bond test was performed and recorded on the form as required. The foot detaching from the foot adapter is a know hazard that is identified in the current risk identification and analysis log for the heart stabilizer. There have been 3 prior ncrs for this defect and no prior complaints. Prior investigation #05-0003 has shown that this is likely caused by inadequate mixing of the two-part epoxy. A new investigation was opened #22-001 related to the most recent ncr 22-005 and concluded that the process for two-part epoxy mixing and use remains effective. Car 22-009 was opened for retraining with all assemblers related to two-part epoxy mixing and usage. Map is being updated to clarify how foot bond test is performed to ensure adequate bonding.